Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. The pace/sense impedance was high and fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 5076 implantable pacing lead: (B)(6) 2011. (B)(4).